Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and without the complaint device to analyze, the reported retraction problem of the clip introducer appears to be due to procedural conditions and/or user technique. The reported difficult to advance the clip delivery system appears to be due to the clip getting stuck in the introducer therefore due to procedural conditions. The reported unknown damage appears to be related to the user technique and/or procedural conditions as well as the clip was stuck in the introducer and the user had to use force to advance it. The reported leak appears to be a cascading effect of the unknown damage. The mitraclip instructions for use states, ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ the reported sleeve steering issues and the improper or incorrect procedure or method were likely a cascading effect of the reported difficult to advance as the physician had to push hard to advance the clip possibly resulting in misaligned straddle markers and unintended movement. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip getting caught on the tip of the clip introducer which became damaged and a small leak was noted. It was reported that this was mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. During preparation of the clip delivery system (cds), when the technician pulled the bag off the clip, there was not a secure grip on the clip introducer, so the clip was pulled forcefully back into the hemostasis valve. Once the cds was in the steerable guide catheter (sgc), the clip was stuck in the introducer and could not be advanced. The clip introducer valve on the cds was ¿roughed up¿ by the clip getting stuck in it. The physician pushed very hard to try to advance the clip out of the sgc. Also, once the clip was freed and advanced up near the heart, the physician said the straddle markers seemed not to be in the correct position relative to each other. There was no damage noted to the sgc, the but a small leak was noted on the valve of the cds. It was then decided to remove both device and start with a new cds and sgc to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.